Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6); that during the surgery on (B)(6) 2013 in the nail insertion procedure, when the surgeon attached the driving cap to an insertion handle and applied hammer, the driving cap broke off from the root (near the connection part). It was reported that the two devices were unable to be re-connected, the surgeon did hammering while holding the driving cap onto the insertion handle, and completed the nail insertion. The driving cap and the insertion handle may have not been fully connected. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was not performed the lot number was not provided. Placeholder.